Event description:
Information received from the field notes that the patient experienced an episode of syncope and a non-sustained run of ventricular tachycardia. The patient was found to have "cad" requiring "ptca". Fluoroscopy identified "excessive slack in the atrial lead, which passed through tricuspid valve & caused ventricular ectopy." The slack was removed without movement of the lead tip. Subsequent measurements indicated normal function.